Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly was noted. The insulin pump passed the displacement, operating currents, self test. Off no power, unexpected restart error, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No failed battery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker.

Event description:
It was reported that the insulin pump buttons not working and keypad unresponsive. Customer stated that he also received battery failed alarm. Customer declined troubleshooting. Customer's blood glucose at that time was 49 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.